Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge on (B)(6) 2017. Reportedly, the cartridge was filled with 250 units of insulin, and at the time of the call, the fill estimate displayed 40 units. There was no impact to the customer's blood glucose level. During a follow-up call on (B)(6) 2017, the customer loaded a new cartridge successfully following the proper load procedure.